Event description:
It was reported that the device exhibited a charge circuit timeout, and was found to be at end of service (eos). The physician attempted to deliver a shock through the device without success. Follow up was attempted for additional information, but was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.